Manufacturer narrative:
Product condition received. A portion of the catheter tubing and membrane was returned completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. Product eval: an underwater leak test of the balloon and catheter tubing portion was performed and a leak was detected on the membrane approx 1cm from the rear seal measuring 0.102cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
Suddenly blood in helium tube, immediate clamping, no blood in disc. Alarm sounded. No reported complications resulting from the event. Pt deceased on (B)(6) 2013.